Event description:
A healthcare facility in hong kong reported that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit kits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and pressure tested. Results: visual inspection of the rt380 adult dual-heated evaqua2 breathing circuits revealed no fault . However, pressure testing of the subject mr290 chambers was found to be out of specification. When connected to a water source, it was found that the chambers had a water leak at the connection between the spike and the tube of the water feedset. It was also observed that there was insufficient glue coverage at the water feedset tube-spike connection on both chambers. Conclusion: the reported event was likely due to the insufficient glue observed at the water feedset tube-spike connection. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber. The pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. In addition, pull testing is performed periodically to verify the strength of the water feedset tubing. The subject mr290v chambers would have met the required specification at the time of production. All rt380 adult evaqua2 breathing circuits are also visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuits state the following: - "check all connections are tight before use."; - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." ;- "set appropriate ventilator alarms.'.

Manufacturer narrative:
(B)(4). The complaint rt380 evaqua2 adult breathing circuits are currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that two rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before patient use. There was no patient involvement.